Manufacturer narrative:
PMA/510k: 510k/PMA number is not applicable. De novo number: (B)(4). Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Based on the complaint details, excessive force was applied during use. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A procedure commenced to remove an inferior vena cava (ivc) filter. The filter was no longer needed, and removing it would eliminate the need for anticoagulation. The physician chose a spectranetics 14f cavaclear laser sheath to remove the filter. As the cavaclear was being used, excessive push/pull force was applied by the physician. As a result, the area where the device''s bifurcate handle and the working length meet, bent at a 90 degree angle, exposing the fibers. The physician discontinued use of the first cavaclear, obtained a new cavaclear, and the filter was successfully removed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.